Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the occlusion issues by changing the infusion set and cartridge, then resumed insulin. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is off label insulin use.